Event description:
A CT was attempted on the patient and the user got a good blood return. When the dye was injected, the patient complained of neck pain. A nurse examined the patient, also got a good blood return, so another CT scan was performed. This time the patient coded. They are unsure if she coded due to the dye or due to her weakened condition. An x-ray showed the line was malpositioned in the patient's jugular.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.